Event description:
It was reported that prior to a novasure endometrial ablation, the physician performed a successful myosure procedure for uterine polyp removal. The physician then performed a pre-hysteroscopy and did not notice anything "abnormal". The cavity integrity assessment (cia) test was unsuccessful using two disposable devices. The physician suspected a perforation and aborted the procedure. No posted hysteroscopy was performed. On (B)(6) 2013, it was reported that the physician "did not mention there were any complications related to a perforation". A dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).